Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, inappropriate automatic mode switch caused by noise oversensing was noted on the right atrial lead. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.